Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined with the limited information provided. Stryker orthopaedics indicates this patient¿s implants are not subject to a recall. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient stated he had right knee surgery. Constant pain, has to walk on his toes. Dr. (B)(6) did a contrast of knee and knee is swollen. Patient inquired if lot numbers are on a recall list. Was told possible revision of knee.

Manufacturer narrative:
The following devices were also listed in this report: simplex p - us tobra fd 10-pk; cat# 6197-9-010; lot# mgw057. Simplex p - us tobra fd 10-pk; cat# 61979010; lot# mgw058. Triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# akd3x. Triathlon cr fem comp #7 r-cem; cat# 5510-f-702; lot# s7hhc. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 4w5a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated he had right knee surgery. Constant pain, has to walk on his toes. Dr. (B)(6) did a contrast of knee and knee is swollen. Patient inquired if lot numbers are on a recall list. Was told possible revision of knee.